Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit onsite and identified a significant leak in the tubing between the high-pressure regulator and the helium gauge. The tubing was replaced, and a leak test was performed, which passed within specification. The repair was completed successfully. Product passed all functional and safety tests per manufacturer specifications, and the unit was returned to the customer for clinical use.

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit, e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had helium leak before use. There was no patient involved.